Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose level. The customer's blood glucose level was about 400 mg/dl at the time of the incident. The customer's mother reported that her daughter was in a friend's house and her insulin pump turned off because of the battery and her blood glucose went high. She also had vomiting. The customer declined to troubleshoot. The customer's other blood glucose level was 390 mg/dl. She treated her high blood glucose level with insulin bolus. The insulin pump will not be returned for analysis.